Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient underwent treatment for a lumbar spinal stenosis and was implanted with matrix (ten of l2-5) on (B)(6) 2012. After the fixation, it became necessary to extract the implants on (B)(6) 2013. The surgeon had difficulty removing the l2 and l3 caps with a 10 nm torque wrench. A threaded persuader was used to extract l2. The surgeon used a t-handle to rotate l3 in rock the cap and was able to extract it. The doctor reported that he felt the rod pressured the cap (guiding fork) and propagated to box thread, causing a high resistance during the extraction of the cap. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.